Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the model #, catalog #, lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of seven devices used during the same procedure. MFR report # 3005099803-2010-00095, 3005099803-2010-00096, 3005099803-2010-00097, 3005099803-2010-00099, 3005099803-2010-00100, and 3005099803-2010-00101 address the other devices. It was reported to boston scientific corp that a spyscope access & delivery catheter, a spyglass direct visualization probe, a dreamwire guidewire, a bsc snare, and extractor rx retrieval balloon, and two plastic gi stents were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, an ercp with stone removal was performed approx one month prior to this event. Stone removal was unsuccessful, and two plastic stents were placed in the common bile duct, transpapillary, for drainage. A second ercp was performed to remove the stents and stones. The physician noted that one plastic had migrated proximally. The first stent was removed using a boston scientific snare, and the second (migrated) stent, was removed with a retrieval balloon. A dreamwire guidewire was advanced into the duct. A spyscope, preloaded with a spyprobe, was backloaded over the guidewire into the duct. However, the procedure was aborted due to swelling on the right side of the pt's chest and face. The physician believed that the swelling was likely caused by a perforation, but was unable to confirm this. A plastic rx stent was placed within the bile duct to complete the procedure. The pt was admitted to the hospital and a chest tube was placed. A perforation could not be identified. The physician believes that the issue might have been pneumothorax that worsened during the case. The pt healed and was later discharged.